Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments are damaged. These osteotome blades are used only for revision surgery, since receiving the items and covid restrictions, use of these instruments have been at least twice since purchase. After decontamination of the instruments, a noticeable change in the blades have been reported by the hospital. The blades are bent and appear unusable. This kit has since been quarantined and a request from the hospital for us to please review and replace as these items are fairly new.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported bent condition. The noted deformation is consistent with suspected unintended misuse/misapplication through off axis loading during use and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.